Manufacturer narrative:
Device code 2017 - excessive force it is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the percutaneous coronary interventional procedure was to treat a proximal to mid left anterior descending coronary artery. Following, pre-dilatations and deployment of 3 unspecified stents a 3.5 mm unspecified non-compliant balloon was used to post dilate the stents. Resistance was noted while attempting to move the balloon back into the proximal portion of the stent. The balloon was deflated several times and was attempted to move forward without any effect. Some force was applied to allow for removal, the balloon was pulled and the balance middleweight (bmw) universal guide wire also came out. The bmw guide wire was broken at the monorail section. The lesion was re-wired with a non-abbott guide wire a new unspecified balloon was used. No resistance noted during advancement. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspections were performed. The reported guide wire separation was confirmed. The fracture faces of the separation jagged and bent as if kinked prior to the separation. The reported difficult to remove was unable to be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) reported information there is no indication of a lot specific product quality issue. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during attempts to remove the balloon catheter the balloon was not fully deflated causing resistance with the previously implanted stent. When force was applied to remove the balloon catheter, the guide wire was also pulled out as a result. The reported/noted separation of the guide wire was likely the result of a kink caused manipulating during the procedure, and when pulled out the guide wire separated. It should be noted that instructions for use guide wire hi-torque guide wires ce FDA states: do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove balloon catheter, and the guide wire was also removed, this was likely due to the balloon catheter and guide wire interacting with the previously implanted stent, therefore the force applied during removal seemed to be a reasonable clinical response to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.